Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 30 mmol/l, with polyuria, and nausea, associated with an alleged occlusion issue. Reportedly, the patient remained on the pump, and self-treated with insulin via injection. During troubleshooting with customer technical support, it was revealed the pump emitted a loss of prime warning followed by six occlusion alarms. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.